Event description:
It was reported that the patient experienced a 3.9 second pause in right ventricular lead pacing, which was noted on the telemetered heart monitoring system while the patient was in the hospital. When isometrics were done, positional noise occurred. The lead sensitivity and pacing configuration were reprogrammed, and ultimately the lead was revised. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : addr01 ipg, implanted: (B)(6) 2012. (B)(4).